Event description:
It was reported that the patient was unable to charge. The patient felt as if the stimulator had moved in the pocket sideways. There was no weight gain or loss, and up to a few days prior to the report, she was able to charge normally. The patient had been charging for hours each day and the battery level had not moved. The patient was redirected to her physician to assess device location.

Event description:
It was reported the patient had been emotionally upset recently and had since felt pain at the implantable neurostimulator (ins) site. The patient had turned the ins off and still felt severe pain. Additional information reported the lead came out. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Recharger model 37754, serial# (B)(4). Programmer model 37744, serial# (B)(4). (B)(4).